Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery release was broken. It was also noted that the lower case was broken and contaminated, the upper case was broken, the ring cover and both bail covers were missing, the lead flex cover was contaminated, the battery contacts were compressed, the ring and both bails were missing, the battery drawer was contaminated, the keyboard was scratched, and the serial number label was damaged. (B)(4).

Event description:
It was reported that the back battery release is broken on the external pulse generator (epg). It was also reported the battery drawer will not open. The epg was returned for repair. There was no patient involvement.